Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication with the customer, livanova (B)(4) learned that the user suspects that issue was caused by repeated pulling on the plug while moving the device around. However, the biomedical engineer said that they were not entirely sure what caused the issue, and that this was speculation. Though follow-up communication with the head of perfusion, livanova (B)(4) learned that the batteries on the device had been checked and no issues were noted. The hospital stated that they perform routine checks on the device every few months, as it is used for ECMO. The perfusionist confirmed that, prior to the incident, the device had been unplugged and plugged back in approximately 10 times due to the need for the facility to move the patient. As the facility was unable to determine a cause, it was decided to switch out the unit. The flow was interrupted for approximately 30 seconds, but there was no impact to the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Upon arrival, the service representative found that the biomedical engineer had replaced the power plug on the console base were a wire had come out of the socket and was reportedly arcing. The field service representative checked the function of the centrifugal pump system with tubing clamp mounted on its console base per service manual. No deviations or errors occurred. The service representative also tested the ups system and did not identify any issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp experienced a power failure during a procedure. The perfusionist used the hand crank to continue the case. There was no report of patient injury.